Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Third. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing or opening)? Closing.

Event description:
It was reported that during a sleeve gastrectomy procedure, the reload did not form the staple. Another like reload was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The ecr60g cartridge was received for analysis with no visual non-conformances and partially fired 1/2 consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The event could not be confirmed as no malformed staples were noted during functional testing. As no device was received for analysis, the reported difficulties to close could not be evaluated. The batch record was reviewed and no anomalies were noted during the manufacturing process.